Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Customer reported concern about 3 patient infections; however, upon further investigation by the customer, it was found that the device did not contain the same bacteria that the patients were infected with.

Event description:
The customer reported that there were 3 pseudomonas aeruginosa patient infections. Pseudomonas aeruginosa was found to be present within the cardioquip device, but the customer does not have access to laboratory results or bacterial counts. The customer later reported that the cultures that grew pseudomonas in the or do not match the pseudomonas isolates from the 4 patients that matched.

Manufacturer narrative:
In follow-up communication with the (B)(6) personnel, the (B)(6) personnel indicated they are utilizing genetic mapping to try and determine whether the pseudomonas aeruginosa found within the cardioquip device is the same, genetically, as what was found in the patients. (B)(6) also reported that multiple sites at the facility tested positive for pseudomonas aeruginosa including sink drains, ICU sinks, patient hot water blankets, and slush machines. (B)(6) testing found that the pseudamonas aeruginosa found in the patient did not match the tested isolates from the or including the cardioquip device indicating no direct link between the adverse event and the cardioquip device . Cardioquip continues to work with (B)(6) to further the investigation of this event and assist in determining the source of the patient infections. At this time cardioqup has not received the data from the testing performed by (B)(6). If cardioquip is able to obtain the testing results from (B)(6) or if more relevant information regarding this adverse event is identified a follow-up report will be filed.

Event description:
The customer, perfusion manager, reported via conference call with distributor and cardioquip that he was made aware of 3 pseudomonas aeruginosa patient infections and that cardioquip devices in the or had positive cultures of pseudamonas aeruginsoa. He is unaware of the timeframe of the patient infections or the patients' infection site or condition.